Event description:
It was reported that the device and lead were removed due to oversensing. In addition, pauses due to inhibition of pacing was reported. It was noted that the device was exposed to electrocautery.

Manufacturer narrative:
No medwatch form was received a visual inspection revealed the device had damaged septa, which allowed sensed electrical activity when the device was immersed in saline. The cause of the sensing anomaly was probably due to the septum damage. The device tested normally during automated electrical testing and met all specifications.